Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours on their arm. The pod reportedly started to peel off the infusion site, causing the cannula to dislodge. As a result of the pod disconnecting, skin irritation occurred due to insulin leakage on the patient¿s skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.